Event description:
During the index procedure a impact av access was used to treat the left arm. Approximately 5 months post procedure patient suffered left subclavian vein stenosis. Left arm swelling due to malfunctioning avf. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: left arm swelling due to stenosis of the target lesion location/ subclavian vein outflow causing m alfunctioning avf 60% recurrent stenosis in the axillary-subclavian junction just distal to the stent in the subclavian vein, reduced to 20% residual with 12 x 40 mm balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.